Event description:
On august 1st, 2000, ortho development received a complaint from the company's distributor in japan that stated, "(t)he inner head came off from the outer cup. The (uhmw)pe liner was found to be worn considerably because of impingement." The bipolar cup involved was implanted in 1998 into a patient and was explanted in 2000. The hip prosthesis (ortho development p/n 111-1117, lot #w006135) that was mated with the bipolar cup was also explanted; however, the hip prosthesis is not a suspect device in this event. Pt circumstances that resulted in the head separating from the cup are unknown. The bipolar device and hip prosthesis were replaced during the explant surgery and the company's distributor in japan has not reported any problems regarding this patient since that event. The latest update from the company's distributor regarding this patient was received in 2001.